Event description:
Approximately 3 months after injection in the upper and lower vermilion border of the lips with bovine collagen the patient developed an abscess on the lower vermilion border. One month later the patient developed another abscess on the upper left vermilion border. Two cultures were taken and there was no growth after 72 hours for either. The physician was unable to provide product lot number information. The physician diagnosed hypersensitivity with abscess formation. Incision and drainage was employed to address abscess activity.